Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarm was confirmed and reproduced during eval caused by the device being out of calibration. The device was re-calibrated/reworked to ensure proper functioning.

Event description:
During the eval of a returned spectrum infusion pump, baxter experienced "downstream occlusion" alarm. Any pt involvement or medical intervention is unk since this was found during eval of the device. No add'l info is available.